Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the crossbrace tubing was broken at the center hole. An expanded evaluation was performed. Per the expanded evaluation report, the crossbrace was received in two pieces, as it was broken near the midpoint around the circumference of the tubing through the center holes for the mounting screws. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states that the crossbrace has broken in half in the center of the crossbrace.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the crossbrace has broken in half in the center of the crossbrace.